Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the circumflex (cx). The bmw universal ii guide wire was advanced to a side branch. During attempts to retract the guide wire, resistance was felt as the tip was stuck in the anatomy. The tip coils were then noted to be unraveled (the core was still intact). An attempt was made to advance a microcatheter to retrieve the guide wire, however this was unsuccessful. A 1.2x8 mini trek balloon dilatation catheter (bdc) was advanced and able to retrieve the guide wire. The procedure was completed with another guide wire and implantation of three stents. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported tip break was unable to be confirmed however there were noted coil and shaping ribbon damage/separation. The reported difficult to remove from the balloon catheter was able to be confirmed. The reported difficult to remove from the anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met during attempts to retract the guide wire as the tip was stuck in the heavily calcified anatomy resulting in the reported difficult to remove. Manipulation of the device resulted in the noted stretched coils, the noted twisted and bent shaping ribbon and ultimately resulted in the noted shaping ribbon separation thus resulting in the reported difficult to remove from the balloon catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, return device analysis noted the shaping ribbon was separated however the tip coils were intact and the guide wire was frozen inside the mini trek balloon catheter. Additional information received from the account confirmed that once the devices were removed from the anatomy, the guide wire could not be removed from the balloon catheter.